Event description:
The lay user/patient contacted lifescan alleging that the one touch ping backlight did not function. The customer care advocate (cca) noted that the battery was replaced and the light functioned. There were no allegations of harm or injury.